Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "cassette not attached" was alarming. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device as returned for repair. No service record for the last 12 months. Review of event history found cassette not attached properly alarm. The probable cause of reported error is the downstream occlusion (dso) sensor. Replaced dso sensor/seal to resolve reported error. The device passed all functional tests after the repair.